Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing worsening lower back pain that was more on the right than the left. The patient will underdo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing worsening lower back pain that was more on the right than the left. The patient will underdo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to new area of pain. It was noted that the new pain was not device related. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing worsening lower back pain that was more on the right than the left. The patient will under do an explant procedure.